Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/1/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/4/2019. The unknown mentor saline prosthesis was a 300cc siltex textured implant (catalog/serial # still unknown). The deflation occurred on the left side. In addition to deflation, a left sided seroma was also found. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent primary breast augmentation mentor siltex round moderate profile 300cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with 295cc mentor memorygel breast implants was performed.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 4/30/2019. Device evaluation summary: deflation of a 300cc siltex textured implant occurred on the left side. In addition to deflation, a left sided seroma was also found. Upon receipt by mentor the device contained no fluid. White material was observed within the device and on the shell surface. During initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rupture measuring approximately 0.4 cm on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rupture occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).